Event description:
Reporter alleged blood glucose measured 228 mg/dl back to back with a result of 94 mg/dl when performed within 2 minutes of each other. No actions taken and no treatment received a s a result. A request was made for the return of the suspect device and replacement product was sent.